Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was using a "dome-down technique" utilizing the harmonic scalpel laparoscopic curved shears. The surgeon dissected the entire gallbladder from the liver bed. When dissecting the triangle of calot, the surgeon encountered an atypical anatomy including a very short cystic duct and an accessory bile duct of some origin that ran parallel to a structure believed to be the common bile duct. This accessory duct was transected with the harmonic scalpel (prior to its identification as such). The structure believed to be the common bile duct was examined closely with no evidence of injury of any kind. The small biliary vessel was clipped. The introp cholangiogram was inconclusive showing distal flow, but little retrograde. Several days later, the pt became ill. It was discovered that the mid-common bile duct had received a heat generated transection, apparently from the harmonic scalpel. The condition of the pt is unknown at this time.